Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments were returned, analyzed, and revealed that the distal conductor fractured. It was noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut (clavicle-rib crush), there was blood/body fluid on the outer tubing overlay, inner tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had bilumen tubing voids (bltv), the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. The bltv is at 23cm.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.